Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd vacutainer® sst¿ ii advance plus blood collection tubes was found with foreign matter "embedded in the tube". There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and embedded foreign matter was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the customer photos, the customer¿s indicated failure mode for embedded foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and embedded foreign matter was observed. Based on the investigation, the most likely root cause for this type of defect is carbonized polymer which builds up in the cap molding tool and over time makes its way into the tube. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.